Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that there were no anomalies or irregularities observed on the returned lead insulation. The silicone medical adhesive used to backfill specific areas of the lead is part of the standard operating procedure for this lead model. (B)(4).

Event description:
It was reported that prior to implant it was noted that the lead had insulation irregularities. Bumps could be felt and bubbles were observed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.